Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump got a no power alert. Customer's blood glucose level was not provided at the time of the incident. The customer also reported battery issues. Troubleshooting was not provided. Alert was not cleared. The insulin pump will not return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify low battery alert and unexpected battery power loss anomaly due to blank display. Device received with cracked stripped battery cap(p) coin slot.